Manufacturer narrative:
Investigation report: abbott diagnostics scarborough, inc. Performed review of manufacturing records and quality control release testing for kit part number 195-000 / lot 157009r and device part number 195-430h / lot 148391r. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 157009 showed that the complaint (B)(6). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. Related MFR report numbers: 1221359-2022-02103.

Event description:
Customer reported twenty-seven (27) false positive results with the binaxnow covid-19 ag card on multiple dates in feburary on kitted nasal swabs. This report is for patient two (2) of twenty-seven (27) and lot 157009 (total quantity 3). Patient was tested with the binaxnow covid-19 ag card on (B)(6) 2022 which generated a positive result. Confirmation pcr nasal sample was collected the same day, placed in vtm, and transported via currier to a separate branch lab for testing (platform: perkinelmer) which generated a negative result. The patient was asymptomatic. No serious injury, medical intervention or treatment decisions occurred as a result. Customer is performing tests in community organizations (cohort 1: k-12 schools including faculty).